Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 5324783, expiration date: 11/30/2016, manufacture date: 11/20/2015. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tubes/ extenders with molding defects (non-cosmetic) that can be used (large indentation in tube wall). With the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had red blood cell rings and fibrin present within the tubes. No report of injury or medical intervention. No report of blood exposure to mucous membrane.